Event description:
It was reported that during either a knee or shoulder arthroscopy the device produced metal shavings in the operative area. The inner cannula was not "in line." It was not clear if this happened immediately or after some use. There was no excessive torque. The shavings were removed during the procedure by use of outflow suction. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent if the device is received.